Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the smart pass (sp) feature of this subcutaneous implantable cardioverter defibrillator (s-ICD) had disabled. Technical services (ts) reviewed and observed 2 undersensed beats. Ts recommended re enabling sp and software update. This s-ICD remains in service. No adverse patient effects were reported.